Event description:
Report of an intraocular lens (iol) being fully inserted then removed from the patient's right eye due to scratch on iol. There was no incision enlargement, no vitrectomy and no sutures done. The patient has recovered. No other information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter name and address: email address: unknown/not provided. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: may 31, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut. The lens was cleaned and, scratches were identified on the optic body near the base of one haptic. No further issues were identified with the lens. Visual inspection of the handpiece revealed no issues that could have contributed to cosmetic issues on the lens. The complaint issue (dc-cosmetic issues)was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.